Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced, chest pain. In (B)(6) 2010, the patient presented with unstable angina. The target lesion was located in the left anterior descending artery (lad). This was treated with placement of taxus liberte stent. Post procedure the residual stenosis was 0% with timi 3 flow. The patient was discharged one day post index procedure. The patient also experienced chest pain for half a day and the pain went away with rest and nitroglycerin. It was noted that there was no pci performed. In (B)(6) 2012, the patient experienced chest pain. The patient was hospitalized at an outside hospital and received a cardiac catheterization.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).